Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit was not heating up. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and the expiratory tubes of the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The electrical resistance of the heater wires was tested using a multimeter. Results: no fault was found with the returned inspiratory and expiratory tubes. The electrical resistance test results were within the required specifications. A lot check was not performed as no lot information had been provided. Conclusion: all breathing circuits are visually inspected and electrical resistance tested prior to leaving the production line and those that fail are rejected. The fault reported by the hospital was not confirmed as the electrical resistance test results were within the required specifications.